Event description:
It was reported that the numbers were ramping up with no user input. The blood glucose reading was 12 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump buttons function properly however, moisture damage was found on keypad traces. No ramping numbers or scrolling bar moving anomaly noted. Unit received with minor scratched display window, cracked reservoir tube lip, battery tube threads and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.